Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 175 mg/dl with the accu-chek aviva meter and 68 mg/dl with the accu-chek guide me meter.